Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: staunton p, alhojailan k, desgagne c, epure l, zukor d, huk o, antoniou j. Acute periprosthetic hip fractures with short, uncemented femoral stems. J arthroplasty. 2024 sep;39(9s1): s248-s253. Doi: 10.1016/j.arth.2024.05.087. Epub 2024 jun 6. Pmid: 38851408. Objective/methods/study data: the retrospective study aims to evaluate the 61 incidences of acute periprosthetic fractures and review risk factors within our institutional cohort. For the time period assessed, 3,192 short femoral stems were implanted. This included 1,561 of stem 18 a and 1,631 of stem b. Patient sex was recorded as 55.4% women and 44.6% 102 men. The average patient age was 66 years (range, 22 to 95). For the implants, taperloc microplasty (zimmer biomet, warsaw, indiana, USA) ¿ stem a was used while tri-lock bone preserving stem (depuy, johnson & johnson, warsaw, indiana, USA) ¿ stem b. The mean follow - up was unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: tri-lock bone preserving stem (depuy, johnson & johnson, warsaw, indiana, USA) adverse event(s) and provided interventions possibly associated with unk hip femoral construct tri-lock (qty.4). Stem b group: (n=4) patients had periprosthetic fracture identified at a follow-up of three months. The treatment was cables fixation.